Event description:
This pt had a very angulated curve in their left common iliac. To treat the aneurysm in this vessel, the physician chose to implant two aortic cuffs at the distal end of the contralateral leg component of a gore excluder bifurcated endoprosthesis. Follow-up angio approximately 30 days later showed a small separation and a type iii endoleak. A reintervention was performed to implant an add'l aortic cuff. Final angio showed a type ii lumbar endoleak. The physician has chosen to take a watch and wait approach.